Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that, 4 months after the dental implant was installed in patient¿s mouth; its non-osseointegration was observed. The patient presented bone type ii. No further information was provided about the case

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) ¿ the dentist reported that, 4 months after the dental implant was installed in patient¿s mouth; its non-osseointegration was observed. The patient presented bone type ii. No further information was provided about the case.